Event description:
It was reported that; screw head popped off when placing the post in the screw head for distraction. Was able to remove screw shaft and replace screw.

Manufacturer narrative:
Method: risk assessment; result: the customer reported event of a polyaxial screw tulip disengagement was confirmed via correspondence with the sales representative. The screw was discarded at the hospital and the lot number is unknown. As the device, lot information, or x rays/pictures are unavailable, the root cause could not be determined.

Event description:
It was reported that; screw head popped off when placing the post in the screw head for distraction. Was able to remove screw shaft and replace screw.